Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and the right-ventricular (rv) lead exhibited post paced t-wave oversensing. No resolution performed. There were no patient consequences.